Event description:
On 20-jul-2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.18 ng/ml on a patient with irregular heartbeat (no chest pain), back pain, history of bracycardia and cardiac arrhythmia due to congenital heart disease. There was no patient information at the time of this report. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). Customer-returned blood collection tube testing exhibited increased variability, increased means, and high discrepant results from samples that have not been filled to collection tube capacity, which is required by artwork 714372-00r rev. Date: (B)(6) 2021 (sample collection). No deficiency has been identified for ctni cartridge lot a22105a.

Event description:
Na.